Event description:
An impella 5.5 device was attempted via the right axillary/subclavian surgical arterial approach in an 85-year-old female patient for a protected percutaneous coronary intervention (pci). The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) stage c. The patient's medical history was notable for peripheral arterial disease/peripheral vascular disease (pad/pvd) and known vasculopathy. During the procedure, resistance was encountered while advancing the impella 5.5 device through the vasculature. The location of resistance was identified at the innominate artery. Due to the inability to successfully advance the impella 5.5 through the vasculature, the implant attempt was aborted. Given the patient's known vasculopathic disease and peripheral vascular disease, the inability to advance the device is consistent with patient-specific vascular anatomy and vascular disease. Following the aborted impella 5.5 attempt, an impella cp device was successfully implanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.